Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the insulin pump had keypad anomaly. Customer¿s blood glucose level was unknown. The customer reported that the buttons were less responsive, sticky act button and were harder to press also the insulin pump had scratched screen, changing battery more frequently and diminished battery life. Customer declined to report to medtronic 24 hour technical support department. The device will not be returned for analysis.